Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome and spinal pain. It was reported that their stimulator had a problem because all of a sudden their back pain had returned about a week ago. At time of return of symptoms, the patient checked to make sure the implant was charged and it was. During the call, the programmer confirmed that the ins was on. There were no falls or traumas. The patient had been exposed to a CT scan. The return of symptoms happened right after he got a non-device related CT scan of their arm for a torn tendon. A representative was requested. No further complications were reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that the patient had not had a follow-up visit with them since (B)(6) 2018, but that the hcp would schedule a follow-up for a device reprogramming. It was reported that at the patient¿s last office visit on (B)(6) 2018, the patient weighed (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that steps taken to resolve the sudden return of pain was the patient had their settings modified. The patient reported that they weighed (B)(6) pounds at the time of the event. No further complications were reported/anticipated.